Event description:
It was reported that this implantable pacemaker exhibited a high out-of-range (oor) pacing lead impedance (pli) of 3,000 ohms, noted three months prior. Upon review, technical services sought clarification on whether the noise was reproducible in a bipolar configuration. The caller confirmed that the lead safety shock (lss) was deactivated at that time due to non-sustained ventricular tachycardia (nsvt) episodes, with threshold values remaining stable. Technical services concluded that the oor pli is abnormal, leaving it to the physician's discretion to determine whether ongoing monitoring is warranted. The physician has concurred with the recommendation to replace the lead. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device exhibited high threshold measurements and no sensing. The patient was noted to be pacemaker dependent, so the clinic scheduled a lead revision procedure for a future date. The clinic intends to schedule a lead revision procedure; however, no procedure has yet been scheduled. No adverse patient effects were reported. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable pacemaker exhibited a high out-of-range (oor) pacing lead impedance (pli) of 3,000 ohms, noted three months prior. Upon review, technical services sought clarification on whether the noise was reproducible in a bipolar configuration. The caller confirmed that the lead safety shock (lss) was deactivated at that time due to non-sustained ventricular tachycardia (nsvt) episodes, with threshold values remaining stable. Technical services concluded that the oor pli is abnormal, leaving it to the physician's discretion to determine whether ongoing monitoring is warranted. The physician has concurred with the recommendation to replace the lead. This device remains in service and no adverse patient effects were reported.